Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg pocket site was relocated into the flank and to the right side. Therapy was established post operatively and issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.